Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty lamp. However, the specific cause of the faulty lamp was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and device evaluation found the main lamp was blinking, which makes tissue indistinguishable, due to a faulty xenon lamp. In addition to the reportable malfunction, the following were noted: low light intensity in narrow band imaging observation mode due to faulty xenon lamp, the front panel gasket was missing, and the emergency lamp harness had cut marks. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The visera elite xenon light source was returned as part of the asset return process. During routine inspection of the device by olympus, the main lamp was blinking, which makes tissue indistinguishable, due to a faulty xenon lamp. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.